Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the surgeon, the patient experienced inflammation and tenderness at the abutment site. The patient was prescribed oral antibiotics (type and dosage not reported) however the issue did not resolve. The abutment was removed (date not reported). There are plans to replace the abutment; however it is unknown if this has occurred as of the date of this report, (B)(6), 2013. The implanted device remains.

Manufacturer narrative:
Per the surgeon, the abutment was removed in (B)(6) 2012 (specific date not reported), due to inflammation and tenderness at the abutment site. It was reported that a new dermalock abutment was placed on (B)(6) 2013. This report is filed october 23, 2013. Implanted device remains.